Event description:
Pt's father reported that pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for eval. The evaluation revealed the pump to be in poor condition due to an apparent excessive impact resulting in damage to numerous components. The pump was inoperable and damaged components included the connection to the piezo, the motor, and the display screen.